Manufacturer narrative:
Qn# (B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "the pump stopped along with ECG cannot be detected message" is not able to be confirmed. The pump was evaluated by a service technician, and the display was replaced. The root cause of the reported complaint is undetermined. This complaint will be monitored for developing trends.

Event description:
It was reported that an intra-aortic balloon pump (iabp) was found stopped and an error that "the ECG cannot be detected" had occurred. The color on the display monitor gradually became pinkish. The user selected ECG by manual and restarted the pump three times in a row, then the pump was recovered at that time. However, the pump was exchanged. The pump was evaluated by the hospitals biomed and the display was changed to a new one. There was no report of patient death or serious injury. There was no report of delay in therapy. Patient outcome: "good". Additional information obtained from the sales rep.: ECG missing was related to the patient. Thus, the stop of the pump was the evidence that it functioned normally rather than abnormal. It means that user noticed monitor abnormality by alarm about ECG missing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an intra-aortic balloon pump (iabp) was found stopped and an error that "the ECG cannot be detected" had occurred. The color on the display monitor gradually became pinkish. The user selected ECG by manual and restarted the pump three times in a row, then the pump was recovered at that time. However, the pump was exchanged. The pump was evaluated by the hospitals biomed and the display was changed to a new one. There was no report of patient death or serious injury. There was no report of delay in therapy. Patient outcome: "good". Additional information obtained from the sales rep: ECG missing was related to the patient. Thus, the stop of the pump was the evidence that it functioned normally rather than abnormal. It means that user noticed monitor abnormality by alarm about ECG missing.